Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of "inaccurate flow rate," was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be out of adjustment pressure plate assembly. The pressure plate assembly will be adjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused during testing in the biomed service department. At low flow rates the percentage error was -5% to -8%. At high flow rates the percentage error was almost -20%. There was no patient involvement. No additional information is available.